Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. Please remove the explant date.

Event description:
Patient was revised to address pain and femoral stem subsidence.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.